Manufacturer narrative:
Additional information was received indicating that the patient received remaining medication with peripheral line administered medication.

Event description:
Information was received indicating that a smiths cadd infusion pump displayed a high-pressure alarm. The patient went to the ER in order to have the issue with the pump resolved. There was no reported injury to the patient and the reported issue did not add to clinical or physical injury.